Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. A 2.75x32mm liberte bare metal stent had been selected to treat an unspecified lesion. "At the moment of the stripping of the stent, there was a dislodgment of the stent with the balloon". An unspecified 2nd stent was used. The patient's current condition is unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.